Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review opf the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was described that during a drug eluting coronary stenting treatment procedure, a stent dislodgement occurred. During a "pci workshop", the physician indicated that a taxus liberte' stent dislodgment had occurred inside a patient, however, he was unable to provide an event date. The procedure was not completed due to this event. It was reported that there was "no influence on the patient" and that patient had a "good status" post procedure. Additional information has been requested and is not available.